Event description:
The ge oec 9800 fluoroscopy system was slow to fully boot up, additionally, menu buttons, when selected, took an extended time to load or populate fields on the screen. Slow system function and response.

Manufacturer narrative:
A ge oec service representative investigated the issue and found issue with the system hard drive. The hard drive was replaced and the calibration files were re-loaded with the software. The system was further tested and found to be operating as intended. No negative pt effect was cause by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.